Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the following non-reportable malfunctions were found: intermittent image, there were lines in the image and bent video connector socket terminals. Based on the results of the investigation, it is presumed that no image was displayed due to the bent video connector socket terminals. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of there's no more pictures was confirmed due to bend video connector pins. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the intermittent image was on the video system center. There were some wavy lines and horizontal lines. The picture appeared when wiggling the cable. Then there's no more pictures. The issue was found during preparation for use. There were no reports of patient harm.